Event description:
Following shoulder surgery, the painpump was placed at the brachial nerve at the base of the pt's neck, and novacaine was used to perform a nerve block. The pt alleges that he has nerve damage as a result of the painpump. The pt has seen orthopedists regarding the alleged nerve damage and they have claimed that the nerve damage was caused by the painpump.

Manufacturer narrative:
Device not returned for eval.